Manufacturer narrative:
Added information to section d4 (expiration date), h4 (device manufacturer date), h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors potentially caused or contributed, including recurrent endocarditis.

Manufacturer narrative:
H10: corrected manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 80-year-old patient with a valve model 3300tfx19mm implanted in the aortic position was showing increased gradients (49mmhg) and stenosis after an implant duration of seven (7) months. The patient presented with heart failure, pulmonary edema and kidney failure. A balloon aortic valvuloplasty (bav) was performed achieving a mean gradient of 27mmhg after procedure (probnp dropped from >70000 to 6500). The patient was noted as to be feeling better, without fever but still presenting shortness of breath on prolonged suspension. She also presented a low infection parameter. IV antibiotics were prescribed for 4 weeks. The doctor suggested that, if the infection resolved, a valve-in-valve procedure could be performed during the following months.